Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 1 of 2: reference MFR report: 3006705815-2017-00151. It was reported during the patient's permanent scs system implant procedure a celebral spinal fluid leak occurred. The physician completed the procedure and no blood patch was performed. The patient experienced a headache postoperative and was kept overnight for observation. A sjm representative saw the patient the next day and reported the symptoms had improved. Additional follow up confirmed the symptoms have resolved.